Event description:
It was reported that a clearlink system continu-flo solution set was running simultaneously with a clearlink system secondary medication set. It was further reported that all of the lines were examined but no issue was found. The hospital staff mitigated the issue by clamping the primary line below the primary bag and the antibiotic dose on the secondary line was administered to the patient successfully. The set-up was used with an unspecified infusion pump running with an unknown antibiotics and normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Manufacturing facility- (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed two pictures of the packaging of the samples. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.